Event description:
Reporter alleged obtaining a result of 324 mg/dl back to back with a result of 145 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he took 5 units of humalog and 15 units of humulin n based on the 145 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter does not have the strips and so no product will be returned for eval.